Event description:
It was reported that a pt underwent a sling procedure in 2008. During insertion of the tape, the sheath came off of the obturator where the tape was attached, and was left inside of the pt. A urologist created an additional incision in the groin to retrieve the plastic sheath. It was reported that the device did not malfunction, but that the surgeon failed to perform a step in the procedure.

Manufacturer narrative:
Date sent to the FDA: 11/20/08. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch mfg records was conducted and the batch met all finished goods release criteria.